Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that tubes were used after expiration date with bd vacutainer® sst¿ blood collection tubes. No erroneous results occurred. The following information was provided by the initial reporter: customer says product expired 09/2020 and they used them until the middle of nov 2020 before they noticed the product was expired. They discarded product once they realized it was expired. The lot number is 9274445 spoke with the customer, and she stated that the serum from the donors is pooled and then tested for chemistry tests and syphilis, and that these tests did not provide in erroneous results. I explained that bd does not recommend using expired tubes, and cannot say how the results would be affected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tubes were used after expiration date with bd vacutainer(r) sst" blood collection tubes. No erroneous results occurred. The following information was provided by the initial reporter: customer says product expired 09/20200 and they used them until the middle of (B)(6) 2020 before they noticed the product was expired. They discarded product once they realized it was expired. The lot number is 9274445. Spoke with the customer, and she stated that the serum from the donors is pooled and then tested for chemistry tests and syphilis, and that these tests did not provide in erroneous results. I explained that bd does not recommend using expired tubes, and cannot say how the results would be affected.